Event description:
It was reported that the "tubing broke apart." Additional information was received on 10/07/2010 from the md by the nurse clinician stating that as the rn was removing the pa catheter from the percutaneous sheath introducer (psi), the hub of the introducer snapped off, fracturing the catheter which placed the patient at risk. The patient started to bleed, immediately the catheter was removed. As a result, a new ca-09803 was successfully placed in the patient. The insertion site and the amount of blood loss are both unknown per the customer. Further clarification was received on 10/13/2010 by the md stating that it was the hub that cracked. The catheter used in this event was a 7fr. Edward life sciences swan ganz catheter. The patient outcome is "fine." There were no patient complications or delay in therapy reported. No medical/surgical intervention required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.